Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A sample was not provided for further evaluation. The patient's attorney did not allege any specific device failure. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard/davol device used to treat the patient. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported by the patient's attorney and the implant operative report: on (B)(6) 2013 - the patient underwent an abdominal sacral colpopexy and incidental right salpingo-oophorectomy with lysis of adhesions due to vaginal vault prolapse. A bard/davol flat mesh "prolene" was used in this repair. Attorney alleged unspecified adverse outcome in relation to the mesh implant.